Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the caller requested a review of a ventricular episode recorded in this pacemaker system. The caller also requested a review of an electrogram (egm) from (B)(6) 2026, however, found the egm was unavailable. Technical services (ts) discussed the egm was unavailable due to a storage limitation with the system. Only the two most recent egms would be stored. Ts reviewed the available egm's and observed myopotential oversensing. Ts suspected that due to the age of this right ventricular (rv) lead and the right atrial (ra) lead, they were likely experiencing insulation breakdown. This rv lead remains in service. No adverse patient effects were reported.